Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es patient result for a single patient sample (sample result = 0.115 ng/ml) and for a known troponin I free sample (hsdb result = 0.064 ng/ml vs. An expected value of < 0.012 ng/ml ) while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected trop I es patient result was not reported from the laboratory to a clinician, as it is the customer's policy to repeat high troponin results (repeat sample results = 0.021 and 0.023 ng/ml). There was no report of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient result was obtained for a single patient sample. Additionally, the investigation confirmed that a higher than expected vitros trop I es result was obtained from a known troponin I free sample. The sample involved may not been processed in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Pre-service trop I es precision testing indicated sub-optimal performance, therefore an ocd field engineer performed service actions to the well wash subsystem. Performance testing following service verified that the equipment was returned to expected operation. The investigation determined that the most likely assignable cause of the event is an instrument related issue. In addition, improper pre-analytical sample processing cannot be ruled out as a contributing factor to the event. There is no evidence that the vitros trop I es reagent malfunctioned.